Event description:
It was reported that during a peripheral angioplasty procedure a balloon rupture and detachment occurred. The target lesion was located in an av fistula within the patient's left arm. A mustang 6.0 x 40, 75cm balloon catheter was advanced to treat the target lesion. The balloon was inflated once to 20 atms and ruptured. The distal 1/2 of the balloon sheared off and remained in the fistula graft. The physician attempted "everything possible" to try and remove the balloon fragment without sending the patient to surgery. Attempts were made for "several hours" including attempts with snaring, removing the device through groin access and arm access. All attempts were unsuccessful and the patient was sent to surgery later the same day. The patient's graft was noted to be completely shut down. The patient is believed to be scheduled for a new graft placement. No further complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been recieved for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the balloon material was torn circumferentially at approximately 24mm distal to the proximal transition zone. The distal portion of the torn balloon was returned detached from the shaft. Examination of the single lumen shaft noted that it was severely stretched, bunched up, kinked and flattened along its length. The distal radio opaque (ro) markerband is free moving. A visual and tactile examination of the remainder of the shaft found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Event date corrected from (B)(6) 2011. (B)(4).

Event description:
It was further reported via voluntary medwatch (B)(4) that the ruptured occurred at 24 atms.

Event description:
It was reported that during a peripheral angioplasty procedure a balloon rupture and detachment occurred. The target lesion was located in an av fistula within the patient's left arm. A mustang 6.0 x 40, 75cm balloon catheter was advanced to treat the target lesion. The balloon was inflated once to 20 atms and ruptured. The distal 1/2 of the balloon sheared off and remained in the fistula graft. The physician attempted "everything possible" to try and remove the balloon fragment without sending the patient to surgery. Attempts were made for "several hours" including attempts with snaring, removing the device through groin access and arm access. All attempts were unsuccessful and the patient was sent to surgery later the same day. The patient's graft was noted to be completely shut down. The patient is believed to be scheduled for a new graft placement. No further complications were reported.

Event description:
It was further reported via voluntary medwatch (B)(4) that the ruptured occurred at 24 atms.

Manufacturer narrative:
(B)(4).